Event description:
It was reported that intraoperative impedances of > 40,000 ohms were seen. It was noted that multiple lead insertions into the port were tried in addition to switching ports. One octad lead was being used and the manufacturer's representative reportedly selected a 2x8 lead configuration to open up all ports. It was noted the when the leads were tested in the multi-lead trialing cable (mltc) the impedances were reportedly normal. It was noted that the leads were then reinserted in the implantable neurostimulator (ins) and they were unable to get normal impedances. Torque wrench clicks were notably verified. The manufacturer's representative reportedly called back later after the procedure stating that the ins was switched out with the same results. It was noted that sensory testing was unable to be performed intra-operatively as the patient was under anesthesia. It was reported that they "left the patient with the higher impedances tested and closed up." Additional information received three days later reported that the manufacturer's representative met with the patient post operatively at the hospital "on saturday," and the patient was able to get proper stimulation coverage despite all the impedances showing > 40,000 ohms. Additional information received three days later reported that the impedances had not resolved with > 40,000 ohms on both octads. The cause of the issue was not determined. There were no interventions planned as the patient was getting stimulation coverage and effective therapy and "doing fine" at the time of report. Please refer to mfg report # 3004209178-2014-05909 for other device.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received with the returned product reported that there was no patient death or injury associated with the event. It was noted that the lead worked with a <(><<)> 1000 ohm impedance range pre-operatively with the original ins. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 97714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator; product ID 37714, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: implantable neurostimulator; product ID 3778-45, serial# (B)(6), implanted: (B)(6) 2012, product type: lead; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 355531, serial# unknown, product type: screening device. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator ((B)(4)) found no anomaly. Normal impedances were observed on every electrode pair during an impedance test in saline.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.